Event description:
This patient was treated with 138 gy dose of therasphere to the right lobe in 2002 for ovarian cancer metastatic to the liver. At a follow-up visit the following month, the paitent had discoloration in the left calf and ankle, increased edema in the calf, negative homan's sign, and mild tenderness in the left groin with no increased warmth. Ultrasound revealed deep venous thrombosis of the left common iliac vein and distal inferior vena cava with thrombus extending proximal to the caval filter. Patient was admitted and lovenox therapy was started. At a follow-up exam 8 days later, the left lower extremity had some edema and tenderness in the groin. Patient continues on lovenox injections. Event possible related to tumor lysis.